Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "in 2008, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead." Further alleges patient "has sustained and will continue to sustain severe emotional distress, mental anguish, economic losses and other damages" and "suffered physical injuries and various physical manifestations of emotional distress associate with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." Review of manufacturer's database revealed the patient had died. Cause of death requested and not received. No allegation from health care professional that the death was device related.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.